Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 9 7754, serial# (B)(4), product type recharger. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient notified the manufacturer¿s representative that they were in the hospital with a suspected staph in fection and possible meningitis. The patient was going to have an MRI later on the day of report. It was unknown if there were any other diagnostics, troubleshooting, or interventions (i.e., antibiotics) but additional information received reported that their implantable neurostimulator (ins) was removed on (B)(6) 2014 due to the infection. No other details or an outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient, who had a history of diabetes and obesity, did not have meningitis. The signs and symptoms of infection reported were fever, redness, drainage, pain and incisional wound opening. The date of onset/diagnosis of an infection was (B)(6) 2014. The primary location of the infection was the device pocket and lead track. A culture was obtained from the device pocket and lumbar region which showed (B)(6) and enterobactor. The patient was administered both IV and oral antibiotics. The cause was "pocket infection" in which it was unknown if the device was related. It was noted that the entire system was removed. The infection resolved and the patient recovered without permanent impairment.